Event description:
It was reported from a patient¿s post on (B)(6) that the patient had vns since 2003 with a battery replacement in 2010. His battery was nearing end of service and as it faded the patient¿s seizures returned and worsened. It was noted that the patient had the worse set of seizures they had seen in 5 to 6 years. The patient underwent battery replacement. The explanted device has not been received for analysis to date. No additional information has been received to date.

Manufacturer narrative:
Describe event or problem: corrected data; supplemental MDR inadvertently submitted without information received from physician; relevant tests/laboratory data: corrected data; supplemental MDR inadvertently submitted without information received from physician.

Event description:
It was reported that the patient's increase in seizures were caused by the vns battery being low and had returned to pre-vns baseline frequency. Settings for the patient were also included.

Manufacturer narrative:
Evaluation codes (methods), corrected data: initial report inadvertently did not list communication attempts to the treating physician for additional information. (B)(4).

Event description:
Further information was received that the explanting facility will not be returning the explanted product. No other relevant information has been received to date.